Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty removal difficulties occurred. The physician advanced the ultra-thin (ut) balloon catheter through a non-bsc 5fr sheath, inflated the balloon once to 12 atms and deflated the balloon. As the physician attempted to remove the ut balloon through the introducer sheath, resistance was encountered and the shaft of the ut balloon catheter started to 'thin' and pull apart. The physician removed the ut balloon catheter and non-bsc introducer sheath as a unit. The procedure was completed with another ut balloon. No patient complications were reported and the patient's status is fine.